Manufacturer narrative:
Evaluation of returned device did not identify any abnormality that would have contributed to the reported event.

Event description:
It was reported that pt underwent bi-polar arthroplasty procedure in 2007. The pt fell and dislocated the hip. During an attempt to reduce the hip, the modular head component disassociated from the bi-polar cup component. Pt underwent bi-polar hip revision procedure in 2008

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. User facility report states that device is available for eval. User facility was contacted in an effort to obtain the device. To date, device has not been returned to biomet.